Event description:
It was reported that the patient was admitted to the hospital for chest pain and palpitations. Upon device interrogation, the right ventricular (rv) capture threshold was elevated, and the r wave sensed amplitude was varied. A transesophageal echocardiogram was performed which revealed a resolving pericardial effusion from suspected micro-perforation of the rv lead. The patient was rescheduled for revision and the lead was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
The reported events were perforation and capturing issue. As received, a complete lead was returned for analysis. The helix mechanism test was unable to be performed due to the helix damaged as received. A tip stiffness test was performed, and the test results were within the product specification. The reported event of a capturing issue was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.